Event description:
It was reported that device had an error code logged in the memory possibly indicating an intermittent loss of power. There was no report of patient involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced system/memory pcb assembly and was not able to duplicate the issue.